Event description:
Event reported by the patient with an implanted navilyst medical pasv port: a dye study was done on (B)(6) 2012. The dye study was done because of swelling and redness which the patient was experiencing. The look of fluid under the skin developed while they were using the port to perform the dye study. The patient contacted navilyst medical after returning home and has been advised to discuss the situation with her physician. The patient indicated that the hospital performing the procedure was (B)(6). Navilyst medical has made several unsuccessful attempts to contact the patient's physician for additional information. Attempts to obtain additional information on the event are ongoing.

Manufacturer narrative:
Navilyst medical is still attempting to obtain additional information regarding the event, and the patient condition. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).